Manufacturer narrative:
Investigation summary: two photos were provided by the customer for investigation. One photo shows three syringes on a gray surface. The syringe on the left has a red liquid in the tip and it turned so that the scale markings on the syringe are visible. It also appears to possibly have a crack in the barrel. The syringe in the middle has red liquid in-between the ribs of the stopper and also has red drops in the syringe barrel behind the stopper. The syringe on the right also has red drops in the syringe barrel behind the stopper. The second photo shows the top web of a blister pack which provided the product number and material description. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Conclusion: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A cracked barrel can result when the molded barrel comes in contact with a hard surface during the assembly process, packaging process or use by the customer. Corrective and preventative action (CAPA 55639) was opened to investigate the leakage past stopper defect. Bd acknowledges that one of the syringes in the photo provided by the customer appears to have a cracked barrel. However, as this occurrence would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint for this non-conformance.

Event description:
Material no. 309653, batch no. 9086625. It was reported that during use of the bd luer-lok¿ tip syringe there was an issue with one syringe being split down the side and two others allowed blood to seep around black gasket. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: one was split down the side and two others allowed blood to seep around black gasket.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309653, batch no. 9086625. It was reported that during use of the bd luer-lok¿ tip syringe there was an issue with one syringe being split down the side and two others allowed blood to seep around black gasket. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: one was split down the side and two others allowed blood to seep around black gasket.